Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. After an unspecified length of time in use, the tubing set was accessed with an unspecified vacutainer to draw the pt's blood. It was reported during the blood draw, the clave separated from the tubing and an unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.